Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, implantable pacing lead, (B)(6) 2005; addrl1, implantable pulse generator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.